Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the contact believes the cartridge was filled with 250 units of insulin. The customer's blood glucose level was reported to be 542 mg/dl, which was addressed with insulin syringes. Review of pump data logbook by tandem technical support showed that the cartridge was overfilled. Tandem technical support educated the customer on the proper load technique. Follow up with the customer confirmed that the customer loaded a new cartridge onto the pump and received an accurate fill estimate.